Event description:
It was reported that the 9800 system would system boot to intermittent over voltage or charger failure error. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the batteries and battery charger. Batteries and charger replaced and system test completed. System worked as intended and returned to service.